Manufacturer narrative:
Corrected data: this follow-up report is being submitted, to correct the absence of the date in section g4 in the initial MDR. Section g4: date received by manufacturer: june 15, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00009. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 7 out of 9 reports that are being submitted as initial individual mdrs. Device evaluation: the plunger was in a partially advanced position and the cartridge was correctly engaged to the device. No assembly error or defect related to the manufacturing process were observed. Visual inspection was performed under a microscope. Traces of lubricating material residues were observed in the device. The lens got stuck at the cartridge tip and it looks torn. Also, the cartridge tip looks damaged/deformed. The reported issue of override was not verified. Due to the conditions in which the sample returned the issue of rod stiff could not be verified, and product quality deficiency. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of the preloaded device was really difficult to advance and when it did, it skipped the intraocular lens. There was no patient contact as the event was observed during handling, but prior to insertion. No further information was provided.